Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the fiber optic cable from the vision side cart (vsc) to resolve the customer reported problems. The system was tested and verified as ready for use. As a field scrap item, the fiber cable was replaced and scrapped. It will not be returned to isi for further investigation. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the video processor (vp) was not properly connecting to the system. The technical service engineer (tse) had the surgeon check the cable connections on the vision side cart (vsc) but no issues were found. The customer rebooted the system multiple times but the vp and the endoscope controller would not power on. The customer opted to continue the case laparoscopically. The procedure was converted to laparoscopy with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: ports were not placed prior the issue. No additional ports were placed due to the conversion and the patient tolerated the conversion as they started directly in laparoscopic.